Event description:
It was reported that noise on vf events was observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed oversensing. There were 4 vf<=140 ms episodes between (B)(6) 2009 and (B)(6) 2010. Correction: event location, facility, date of death, other devices.